Manufacturer narrative:
The permanent cautery hook instrument used during this event was not received for failure analysis investigations.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the permanent cautery hook (pch) instrument arced and burned a portion of the liver. The surgeon reported that despite the gallbladder being inflamed, the surgery was routine. The event occurred once the gallbladder was dissected from the liver. At that time, the operating room staff started to smell electrical burning. The robot was undocked and the instruments were removed. Upon inspecting the instrument once it was removed, the surgeon noticed there was quite a bit of char build-up on the instrument and attributed it to the gallbladder being inflamed. The char build-up was found to be excessive and very black. Additionally, the housing appeared to be melted and one of the cables was found to be broken at the hook. It was reported that there was fair amount of smoke in the abdominal cavity, so arcing was not observed. However, when the liver surface was inspected laparoscopically, there was 2 to 3 cm area that was blanched. No interventions were performed for the burn. The patient was kept in the hospital overnight for observation and discharged the following day.

Manufacturer narrative:
Updates fields: a6, g3, g6, h2, h10, h11. Additional information: on 13-may2026, intuitive surgical, inc. (Isi) received FDA medwatch report (MDR) with MDR report #mw5187078 stating: "tip of grasper (from da vinci arm) robotic hook device found to be warped/looked melted during robotic gall-bladder removal surgery with no current detectable harm."

Event description:
Refer to h11 for follow-up information.